Event description:
It was reported that the user experienced hypoglycemia, including a fingerstick or sensor glucose of 44 mg/dl after meal announcements, and subsequently continued to experience low glucose at certain times; the user stopped meal announcing, received education to announce only when eating their usual carbohydrate amount, and is awaiting a replacement pump with best-practice guidance to avoid algorithm maladaptation. Symptoms included hypoglycemia requiring oral glucose. Outcomes included resolution of the immediate low with oral carbohydrate and no need for further assistance or escalation. Investigation included remote troubleshooting and user education on meal announcement practices and algorithm behavior. Investigation of this case revealed no confirmed device malfunction and suggested that variable carbohydrate intake relative to meal announcements could contribute to hypoglycemia, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.